Manufacturer narrative:
This report is submitted on sept 24, 2021.

Event description:
Per the clinic, the patient developed an infection around the implant site and middle ear in (B)(6) 2020 (specific date not reported). The implanted device remains.